Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging on behalf of the lay-user/pt that the onetouch ultra2 meter is giving the three dashes. Per the owner's manual, the three dashes either indicate. No result in memory, such as the first time use of the meter or after a download of all data to a computer, or. Your meter was unable to recall this result. This result will not be included in result averages. This medical affairs specialist was unable to reach to the pt to clarify the info obtained from the initial call. The reported issue first occurred in 2008, at 8 am or 9 am. The following day, at noontime, the pt allegedly went to emergency room (ER) to have her blood glucose taken. The pt reportedly was given IV glucose at the ER. The pt was not tested on other devices. Reportedly, the pt did not have any symptoms at the time of concern. It would have been helpful to know the pt's testing frequency and diabetes medication regimen, the blood glucose reading obtained at the ER, and the events that lead up the ER visit such as food intake, diabetes medication intake, and the activities the pt participated in. In addition, it would have been helpful to know if the pt was treated for hypoglycemia at the ER, if the pt was admitted into the hosp, the duration of the hosp stay, what the pt's diagnosis was at the ER, and if there was any changes to her diabetes medication regimen and testing frequency after the medical intervention. During troubleshooting, the customer care advocate verified that the pt was not accessing the memory mode, the meter was coded previously, and the reported issue was resolved with training. This complaint is being reported because the pt reportedly was treated with IV glucose at the ER after the reported issue began. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.